Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 185cm pt2 guide wire was selected for use. During procedure, it was noted that upon pulling back the guide wire, the tip caught on the stent struts and detached. The physician was unable to snare the radiopaque wire tip and eventually stented a 2.5x16 synergy stent against the broken tip in the proximal lad. The procedure was completed with a different device. No further patient complications were reported and patient's status was stable.